Event description:
Vascade closure device did not deploy at closing of posterior tibial bypass graft. The plug did not come off the catheter. Manufacturer response for vascade closure device, vascade closure device (per site reporter). No response at present.